Manufacturer narrative:
Approximate age of device - 1 year and 1 month. Although the report of power elevations was confirmed based on the evaluation of the submitted log file, a specific cause for the power increases and for the reported elevation in ldh could not be determined. Based on the manufacturer's complaint history and similar reported events, increased pump power and flow, and elevated ldh may be consistent with pump thrombosis; however, a correlation between the device and the reported events could not be determined. It was reported that the patient's blood pressure, pump powers and ldh all improved the next day after blood pressure medications were adjusted. The patient remains ongoing on lvad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient was seen in the clinic on (B)(6) 2015, a noted increase in pump power, several power spikes, elevated lactate dehydrogenase (ldh) levels and elevated blood pressure were observed. The patient also stated that her 14 volt lithium-ion batteries did not last as long as they should. Upon review of the submitted log file, it was observed that power elevation with a momentary low flow alarm occurred on (B)(6) 2015. There were also two transient low speed events observed on (B)(6) 2015 and two more on (B)(6) 2015 due to low batteries. On (B)(6) 2015, a ramp study was performed and the patient was admitted due to suspected pump thrombosis. The patient was treated with IV heparin and blood pressure medications were adjusted, after which the blood pressure, pump powers, and ldh levels all improved. It was mentioned that the issue with support time of the batteries was believed to be due to the power spikes and was presumed to have improved once the pump power elevations had improved. The patient was subsequently discharged from the hospital.